Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when booting up the system first thing this morning, the mobile view station (mvs) stated error unable to connect to gain calibration file and the image acquisition system (ias) has a red flashing battery light with a lightning bolt on the pendant. User stated that the site hadn't had the system plugged in to charge all night. There was no patient present during this event.